Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high impedances of 1400 ohms, and thresholds have increased to 2v@1.0ms. The patient is scheduled for an extraction.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. It is reasonable to assume that the cut resulted from the explantation procedure. During the visual inspection of the returned fragments deformations of the inner conductor coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Furthermore a deformation of the fixation helix and cuts in the insulation were observed which occurred most likely during the surgery. Blood penetrated the lead. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.